Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient was at home and the cgm was showing a normal reading (no specific value provided). He felt dizzy and like he was going to pass out, which he described as a ¿semi-diabetic coma,¿ so he called his daughter. He checked a bg and cannot remember the value but stated that it was low. When the daughter arrived, she treated the patient with orange juice and took him to the hospital. At the hospital, the patient was treated with 3 glasses of orange juice and IV glucose. He was discharged after three days. At the time of the report the patient had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.